Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Pt was injected with hydrelle. She developed abscesses in the oral commissure (right side only) which were lanced and drained and then treated with clyndomycin. Updated 6/07/2010: the pt still has abscesses (sterile), so she is no longer on medication.